Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 527 (mg/dl). Customer administered a correction bolus and manual insulin injection to address high bg level. Reportedly, customer's health care provider wanted the basal settings changed while customer was on steroids and antibiotics. Tandem technical support assisted customer with adjusting settings.